Event description:
Customer reported past issues with no delivery alarms and stated that he had recently received another no delivery alarm on the insulin pump. The blood glucose reading was 244 mg/dl. He was advised to clear the alarm and disconnect and reconnect the reservoir and tubing and manually push insulin through the tubing very slowly. Customer stated that insulin did exit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.